Manufacturer narrative:
(B)(4). Method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusions: cause of event determined to be related to patient condition. No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a ws completed by medtronic with information received from the healthcare professional. "Any missing or incomplete data on form 3500a are the result of information not being provided by the reporter. Despite attempts to obtain such information from the reporter, medtronic is unable to complete form 3500a." Upon receipt at medtronic's quality laboratory, visual examination revealed extensive tissue deterioration due to visible mineralization in all cusps. Tissue deterioration due to mineralization was noted in all commissures. A remnant of pannus was noted along the inflow of the non-coronary commissure. Radiography shows extensive mineralization filling all cusps on the outflow. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to extensive mineralization and host tissue overgrowth. There findings are generally considered a patient related condition.

Event description:
Medtronic received information that this bioprosthetic valve, implanted 1 year, was explanted due to stenosis. There were no adverse patient effects reported.